Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Correction to emdr follow up #1 to field g4. The date should be 04/28/2023. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. The customer switched to the central lumen to monitor the arterial line and therapy continued. There were no alarms or messages reported once the fiber optic signal was lost. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: rn, nurse manager- cicu. The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).